Manufacturer narrative:
Initial MDR 2517506-2021-00060 was filed 18-feb-2021. Additional information (12-mar-2021): siemens healthcare diagnostics headquarters support center (hsc) concluded their investigation of the discordant falsely elevated patient sample progesterone (prog) results. Progesterone results obtained for the same patient sample with alternate non-siemens methodologies were significantly lower. Hsc evaluated the information provided and the instrument data files. Quality control was within acceptance range and no issues were noted with other patient samples indicating that the instrument and assay were performing acceptably. This event is singular in nature and is limited to a specific patient sample. Hsc requested the patient sample for internal evaluation but no sample was provided. No product non-conformance with the assay or instrument was identified. The cause of the event is unknown. The device is performing within specifications. No further evaluation is required. Section h6 has been updated to reflect the hsc investigation.

Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) concerning a discordant, falsely elevated progesterone (prog) result on a dimension vista 500 system. Siemens is investigating the event.

Event description:
A discordant, falsely elevated progesterone (prog) result was obtained on a patient sample on a dimension vista 500 system. The result was reported and questioned by the physician. The same sample was reprocessed on multiple later dates and similar recoveries were obtained. The same sample was processed by two alternate methodologies and lower, below assay range results were obtained. The lower results were considered correct by customer, consistent with patient history. There are no known reports of patient intervention or adverse health consequences due to the discrepant progesterone result.